Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pneumatic module, power supply board and switching board were replaced to resolve the reported issue.

Event description:
The hospital reported that, during patient use, unit made a funny sound and could smell something burning. There was no reported patient injury.